Event description:
It was reported to philips that the system's geometry was restarting. No harm was reported to philips. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's geometry was restarting. A review of the system logfile confirmed that there was geometry issues related to a malfunctioning or missing of the firewall. Upon functional testing, the fse found the router was not initializing and the fse ordered the firewall router and advised to replaced it, once it was received. To resolve the issue, the system was disconnected from the firewall router or the hospital network. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.